Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no further information available.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Update to patient current condition. Please advise if the patient has had additional operation to remove the suture or is a date planned? Did the patient experience an infection? Were cultures performed? If so, what are the results? Has there been any medications prescribed to treat the infection / inflammation? Lot number? Was there any non-conformance noted with the device before use, during suturing, during post-op examination or possible re-surgery?

Event description:
It was reported that a patient underwent a metal removal of the plate osteosynthesis with adhesiolysis of os metacarpale iii procedure on (B)(6) 2019 and suture was used. The scar started to become inflamed on (B)(6) 2019 and the patient experienced a possible post op wound infection. It was reported that the suture has not resorbed or has not completely dissolved after more than one week. A further operation to remove the suture has not been excluded. Additional information has been requested.